Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the impedances had a history of fluctuating. A rare sensing integrity counter (sic) event was noted. The physician chose to monitor the issue, and the rv lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance which has stayed high and out of range. The threshold also increased. The lead remains in use. No patient complications have been reported as a result of this event.